Event description:
According to the reporter, the pt was experiencing a gastric bleed. When the unit was used to stop the bleeding, initially there was no cautery. The pt spontaneously stopped bleeding. When lavage was attempted, the pump on the unit did not work. Two days later, the pt was admitted to the hosp for treatment of gastric bleeding.